Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® tapered certain® implant (xifnt3210) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the product was not returned. Device history record (DHR) review for the lot (2013091086) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013091086) for similar events (complaint category keywords: functional: fracture: implant) and 1 other complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned. H3 other text : product not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. UDI not available. First/given name: unknown / not provided.

Event description:
Doctor reported implant fracture.